Event description:
In 2006, this patient was enrolled in the study and had a smart stent placed in the middle, right superficial femoral artery (sfa). Eight months later, the patient returned to the hospital with a re-occlusion of the index lesion. The patient was a male with a history of lung cancer and bilateral peripheral vascular disease. The vessel was straight, the lesion was de novo, calcified and eccentric. The distance between the distal edge of the lesion and the superior edge of the patella was 14 cm. The total lesion length was 60 mm, there was 80% stenosis and no occlusion. Twenty-four hours prior to the procedure, 100 mg of aspirin and 75 mg of clopidogrel were given to the patient. The total dose of heparin during the procedure was 5000 iu. The physician made access to the patient on the ipsilateral side. The stent was placed in the right and mid sfa without difficulty. Post dilation was done with a 5 x 60 mm optapro balloon. After the procedure, the percentage of stenosis was 0%. Total dose of intravenous heparin received from sheath removal until discharge was 20.000 iu. There was no reported injury to the patient. The action taken to repair the re-occlusion was lysis, revascularization and angioplasty of the lesion. There is no information as to the outcome of the revascularization. Please note that multiple attempts to acquire additional information have been attempted and have been unsuccessful.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.